Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that patient had chest pain and dissection occurred. Vascular access was obtained via femoral artery. The 90% de novo, eccentric with 38 mm long and 3.5 mm vessel diameter target lesion was located in the non tortuous and mildly calcified distal and proximal left anterior descending artery. After stenting the distal lad with a 3.5x28 promus element drug-eluting stent, the proximal lad was stented with a 3.50x20mm promus element drug-eluting stent. However, the patient experienced chest pain. A close angiographic examination revealed a dissection proximal to the stent. A 3.0x16mm promus element drug-eluting stent was deployed to cover the dissected area. The incident occurred due to balloon overhang of the delivery system. No patient complications were reported and the patient status is stable post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the stent had detached from the balloon and was not returned for analysis. Balloon had been inflated and deflated. Hypotube kink at 8cm from manifold strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that patient had chest pain and dissection occurred. Vascular access was obtained via femoral artery. The 90% de novo, eccentric with 38 mm long and 3.5 mm vessel diameter target lesion was located in the non tortuous and mildly calcified distal and proximal left anterior descending artery. After stenting the distal lad with a 3.5x28 promus element drug-eluting stent, the proximal lad was stented with a 3.50x20mm promus element drug-eluting stent. However, the patient experienced chest pain. A close angiographic examination revealed a dissection proximal to the stent. A 3.0x16mm promus element drug-eluting stent was deployed to cover the dissected area. The incident occurred due to balloon overhang of the delivery system. No patient complications were reported and the patient status is stable post procedure.